Event description:
The device was used during a cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.